Event description:
The tip broke off and was easily removed from the joint with a pituitary. No consequence to the patient. Our sales rep indicated the complaint event was during a latarjet procedure (shoulder).

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals the device is dull, worn, laser markings are faded and corroded. The reported failure could be confirmed that the tip is broken. From the lot number etched on the device, it appears the device is 3 years old. From its visual appearance, it is evident that the device has seen heavy use and frequent excess abuse of the device would eventually lead to this failure. This failure can be confirmed and attributed to field wear due to rough handling. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The tip broke off and was easily removed from the joint with a pituitary. No consequence to the patient. Our sales rep indicated the complaint event was during a latarjet procedure (shoulder).

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.